Manufacturer narrative:
The insulin pump was received with vertical/horizontal white lines, missing segments/partial display due to cracked lcd glass. Unable to perform any testing due to missing segments/partial display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had flashing, white, blank display screen. The blood glucose was 6.2 mmol/l at the time of the incident. The customer reported that, the screen on her insulin pump has started to disappear green red and blue lines are on the screen and almost half of the screen is missing and appears covered in white display. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.